Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002; 81: 72-77, that a sling procedure was performed and the patient developed complete urinary retention. Intervention was performed but the specific type of intervention was not recorded.